Event description:
It was reported that the ilet pump screen was damaged and became unresponsive, leaving the user unable to exit the current display, and a replacement device was arranged while blood glucose management remained unaffected. Symptoms included none. Outcomes included routine device replacement with continued cgm use via the dexcom app or receiver. Investigation included customer support troubleshooting, verification of shipping and return logistics, and provision of instructions to shut down the device and to start up the replacement. Investigation of this case revealed a device display/screen malfunction consistent with physical damage to the screen, with no associated alerts or alarms and no impact to glycemic status. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device screen leading to unresponsive display functionality.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.